Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported an instrument broke at the tip while the doctor was elevating the second molar, performing an extraction procedure. It was confirmed the tip did not remain in the patient.

Manufacturer narrative:
The device history record could not be reviewed due to the lot number being unknown. No product was returned, however the distributor did provide photographs. Upon review of the photographs, it is clear that the tip of the instrument is fractured. The most likely underlying cause of the complaint could not be determined as the product was not returned and further inspection and testing could not be completed. There are no indications of manufacturing defects. No change to h6 conclusions as all applicable codes were reported in the initial MDR.